Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and the reported complaint could not be duplicated. The logs were reviewed and the alarm as noted by the hospital was confirmed. The hospital confirmed that the facility is having issues with pressure variation in their central medical gas supplies. The pipeline pressure transducer was replaced, and the unit was returned to service.

Event description:
The hospital reported mechanical ventilation stopped, and the unit alarmed that oxygen pipeline pressure was invalid. There was no report of patient involvement.